Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been provided and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to the start of the procedure it was identified that the inner package was labeled as 0600540 and the outer labeled as 0600570ce. The new product was provided to the healthcare professional to complete the procedure. The incorrectly labeled product was not used on the patient.

Manufacturer narrative:
Manufacturing review: no non-conformance issues associated to the reported event were found for this lot that passed all inspections. No manufacturing issues associated to the reported event were found. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder. No indication of mislabeling was observed. There were no manufacturing abnormalities that may have contributed to this complaint. Investigation summary: one sample was received for this complaint, the outer packaging found visually to reference hickman 7 fr d/l cv w. Surecuff catheter kit (cat: 0600570ce and lot# hubt1715) and the inner packaging found to reference a broviac 6.6 fr s/l cv w surecuff (cat# 0600540 and lot #hubt1714). The photograph returned and recorded in this file was visually evaluated and is consistent with this complaint. This complaint is confirmed for the reported issue of incorrect product in the package. The root cause for this mislabeling issue has been determined to be related to mixing while in bd control, with actions pertaining to the edc to be addressed. Labeling review: because this complaint is related to mixing within bd control, a review of product labeling documents is not applicable. Product labeling, such as indications, warnings, precautions, cautions, possible complications, and contraindications, would not have prevented this issue. ----------- instructions for use (IFU): this IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram) 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here. (Expiry date 06/2022); g4 the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the start of the procedure it was identified that the inner package was labeled as 0600540 and the outer labeled as 0600570ce. The new product was provided to the healthcare professional to complete the procedure. The incorrectly labeled product was not used on the patient.